Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states "caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue." It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic myomectomy for menorrhagia on (B)(6) 2012 and a morcellator was used. The findings at the time of the myomectomy were 5cm right broad ligament fibroid and 1cm left fundal subserosal fibroid. Pathology revealed a 13 cm in aggregate, atypical leiomyoma. It was reported that due to continued pelvic pain and bleeding, the patient underwent a hysterectomy in (B)(6) 2012. It was reported that in (B)(6) 2016, the patient developed pelvic pain and was found to have a 4.9 cm pelvic mass and an additional mass in the deep right pelvis. The patient underwent a robotic assisted laparoscopy and resection of pelvic masses on (B)(6) 2016, where a 3-4 cm in diameter lesion was found. In addition, as the surgeon dissected the bowel away from this lesion, he encountered a second lesion which was adherent to the first one. The pathology showed leiomyosarcoma. During routine follow up, a CT performed on (B)(6) 2016 showed a 2 cm nodule adjacent to the greater curvature of the stomach and a new 2 mm nodula in the left lung. A restaging scan done on (B)(6) 2017 was read as no significant change. A restaging scan done on (B)(6) 2017 was read as no convincing evidence of metastatic disease in the chest. A restaging scan done on (B)(6) 2017 was read as no new sites of disease. A restaging scan done on (B)(6) 2018 was read as no significant change. A restaging scan done on (B)(6) 2018 and on (B)(6) 2018 were read as similar appearance of the ill-defined perigastric soft tissue and no new site of metastatic disease. The patient is to follow up in (B)(6) 2018. No additional information is available.